Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was hospitalized on the same day as onset of the event and was treated with unspecified antibiotics (orally, intraperitoneally and intravenously, doses and frequencies not reported). Treatment was ongoing. The patient was discharged two days after hospitalization and was recovering from the event. Pd therapy was ongoing. Additional information was requested but is not available.